Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient experienced ventricular fibrillation after sheath was peeled away. It was found that the impella was out of position in a papillary muscle. The device was successfully repositioned under flouro and venoarterial extracorporeal membrane oxygenation cannulation was performed. The patient continued on support. Case outcome was unknown. No further information was provided.